Manufacturer narrative:
Updated data: b5 d4 h4 h6. Corrected data: h8 - usage of device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the first delivery catheter system (dcs) that had damage at the tip of the delivery catheter system (dcs) and was opened and not used. Per the physician, the second delivery catheter system (dcs) did not cause or contribute to the vascular injury. The cause was not known, but the physician speculated either the guidewire dissected and/or perforated or the transition point on the dilator/sheath dissected the arterial wall.

Manufacturer narrative:
Continuation of d10: product ID: evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves. Product ID: d-evolutfx-2329 (0012426256); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure involving the 29mm evolut fx+, initial arterial access was performed on the right femoral artery, but due to issues crossing the right common iliac artery, the physician switched to the left femoral artery. There were difficulties passing devices through the superior portion of the left common iliac artery, and damage was noted to the tip of the delivery catheter system (dcs), raising concerns about the safety of the dcs and the valve paddles. The original dcs was discarded and a new dcs was opened to complete the procedure. Subsequently, a 16fr non-medtronic sheath was passed through the left iliac artery. The dcs was passed through the sheath, advanced to the annulus, and the valve was successfully deployed. Vascular surgery was performed to close both arterial access points. The patient remained stable in the catheter lab for about 30-45 minutes. Approximately three hours after the procedure, the patient died due to bleeding from a perforation in th e left common iliac artery.